Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot. A review of the system logfile confirmed malfunctioning of the frontal ip-pc. Upon troubleshooting, the rse confirmed that the reseating of the connector of the ippc was needed. The philips filed service engineer (fse) visited onsite and to resolve the issue, the fse reset the pc connections, reconnected the cables of the host pc and ippc, and checked the power supply. After resetting the connections, the system was returned to use in good working order. The codes were updated based on the investigation outcome.